Manufacturer narrative:
Patient's weight unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction; however the lld in the rv lead advanced only to the innominate region. Beginning attempted extraction of the ra lead, the physician began with a spectranetics 14f glidelight laser sheath. The device advanced to the innominate vein but would not progress any further due to high calcification. The physician switched to a spectranetics 11f tightrail rotating dilator sheath and the ra lead was successfully removed. The tightrail device was used to attempt extraction of the rv lead and advanced to the upper superior vena cava (svc) area where there was evidence of snowplowing (lead jacket/insulation bunching up onto itself). The physician upsized to a 16f glidelight device which advanced to the right atrium where progression slowed due to the heavy calcification and lead integrity compromise, with the lead insulation snowplowing once again. The physician chose to use the 16f glidelight's outer sheath along with the device in hope it was big enough to advance over that snowplowed area. There was still evidence of heavy calcification and the outer sheath was not progressing any further. At this point, the lead integrity was completely compromised and traction was lost with the 16f glidelight device within the right atrium. The physicians briefly discussed next steps when the patient's blood pressure began to drop. Rescue efforts began immediately, including rescue balloon and sternotomy. A perforation in the right atrium was confirmed. The patient was stabilized and placed on bypass. Heavy calcification around the rv lead, being completely embedded in the rv wall and tricuspid valve, prevented the lead's removal. The surgeon cut the rv lead just before the tricuspid valve and removed remnants of compromised insulation that were still remaining. The lld present in the rv lead, which was advanced only to the innominate region, was removed in its entirety. The repair to the right atrial perforation was successfully completed, and an epicardial pacemaker was implanted. The patient survived the procedure. This report captures the 16f glidelight device in use in the right atrium when the right atrial perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction; however the lld in the rv lead advanced only to the innominate region. Beginning attempted extraction of the ra lead, the physician began with a spectranetics 14f glidelight laser sheath. The device advanced to the innominate vein but would not progress any further due to high calicification. The physician switched to a spectranetics 11f tightrail rotating dilator sheath and the ra lead was successfully removed. The tightrail device was used to attempt extraction of the rv lead and advanced to the upper superior vena cava (svc) area where there was evidence of snowplowing (lead jacket/insulation bunching up onto itself). The physician upsized to a 16f glidelight device which advanced to the right atrium where progression slowed due to the heavy calcification and lead integrity compromise, with the lead insulation snowplowing once again. The physician chose to use the 16f glidelight''s outer sheath along with the device in hope it was big enough to advance over that snowplowed area. There was still evidence of heavy calcification and the outer sheath was not progressing any further. At this point, the lead integrity was completely compromised and traction was lost with the 16f glidelight device within the right atrium. The physicians briefly discussed next steps when the patient''s blood pressure began to drop. Rescue efforts began immediately, including rescue balloon and sternotomy. A perforation in the right atrium was confirmed. The patient was stabilized and placed on bypass. Heavy calcification around the rv lead, being completely embedded in the rv wall and tricuspid valve, prevented the lead''s removal. The surgeon cut the rv lead just before the tricuspid valve and removed remnants of compromised insulation that were still remaining. The lld present in the rv lead, which was advanced only to the innominate region, was removed in its entirety. The repair to the right atrial perforation was successfully completed, and an epicardial pacemaker was implanted. The patient survived the procedure. This report captures the 16f glidelight device in use in the right atrium when the right atrial perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient''s weight unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed.